Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements after repair of pericardial effusion and lead perforation. It noted that the lead was found to be in the pericardial space. Revision was done, and the lead remains in use. No further patient complications have been reported as a result of this event.